Event description:
A customer reported to baxter corporate product surveillance a clearlink luer activated device in which a no flow occurred. According to the report, while attached to an unknown aero medical triple line catheter, the lumen of the central line occluded. According to the report, the clearlink had been previously accessed and was flushed after each use. The line was flushed with an unknown bd prefilled saline syringe and clamped. When trying to access the clearlink again, it was observed that the line was occluded. The reporter believed the alleged defect was a result of the clamping technique as it occurred after the flushing of line each time. There was a patient involved. The central line had to be replaced on the patient. There are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation since it has been discarded; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be completed as the lot number was unknown. Baxter will continue to monitor similar reports to determine if further actions are required.